Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had many oversensing episodes. Patient symptom events showed premature atrial and ventricular contraction. The patient will be closely analyzed for symptom events. The device was programmed to 0.5 mv and remains in use. No patient complications have been reported as a result of this event.